Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a vein harvesting procedure, vasoview hemopro 2 seemed that the jaws were shedding. Inside of jaws silicone got separated. Customer removed shavings from the instrument and placed it off the field. Nothing fell into the patient. Debris was collected onto sterile sponge. The procedure was completed with a new device. There were no procedural delays. No harm done to the patient.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/23/2024. An investigation was conducted on 01/26/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The inside of the cold jaw insulation was observed to be intact with no visual defects observed. The inside of the hot jaw clear silicone insulation around the heater wire was observed to be intact with no visual defects observed. Material was returned for evaluation, however we are unable to determine where the material came from as there were no visual defects observed on the harvesting device jaws or heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated: jaw" was not confirmed. The lot # 3000357804 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.